Manufacturer narrative:
Summary of evaluation: items of the above components were retrieved from retained sample storage and mixed. Mixing characteristics of the components from the control lot were normal for the bone cement and in accordance with specification for the product. Review of the batch manufacturing records revealed no unusual circustances during processing and all test results on the components were satisfactory.

Event description:
The bone cement would not set. There was no adverse consequence for the pt.